Manufacturer narrative:
It was reported that an impactor handle broke during surgery after the surgeon had impacted the tibial baseplate. The surgery was completed with the broken impactor with no adverse consequences to the patient. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that an impactor handle broke during surgery after the surgeon had impacted the tibial baseplate. The surgery was completed with the broken impactor with no adverse consequences to the patient.